Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was a lid stock from lot number w4903585. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. Not all components were included in the return (only 1 catheter was returned). The returned catheter was still attached to the device handle as returned. It was kinked distal to the catheter labeling. The catheter does not contain any powder. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was not observed on the exterior of the returned components; however a build up of powder is visible within the device nozzle. When tested as returned the device did not spray. A thin metal cannula was inserted into the nozzle in an attempt to break up any possible occlusions in the nozzle freeing a small amount of loose powder without clumps, this was not successful in getting the product to spray. The co2 cartridge did not audibly discharge upon deactivation and the cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was oriented correctly within the handle. When tested with a new co2 cartridge and activation knob, the device sprayed as intended after further attempts to clear the nozzle. The device released a burst of powder upon the occlusion being cleared and then sprayed as intended following this. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for the report of unable to spray was an internal clog within the device nozzle due to a build up of powder. Catheter occlusion can create backflow and push powder, blood, and fluid back into the device, creating an internal clog. However, we could not conduct a complete investigation because only one catheter was returned for evaluation. The catheter was noted to be kinked, however it is unknown when this kink occurred. This limits our ability to conclusively determine a cause. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment.. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an unknown endoscopic procedure, the physician used a cook hemospray endoscopic hemostat.. It was reported that the user tried to spray but nothing would come out. At the time of this report, our attempts to collect additional information regarding patient outcome have been unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted. Additional attempts to gather this information will be made.

Manufacturer narrative:
Additional patient and event information received, updated b5.

Event description:
During an endoscopic procedure to treat a bleeding ulcer in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that the user tried to spray but nothing would come out. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.